Event description:
(B)(4). I got essure on 2009. I've been experience headaches, painful sex, heavy periods, really bad cramps, a sharp stabbing pain in my abdomen, left leg pain, I'm loosing my hair, spotting after sex. And now I need a hysterectomy. Thanks essure.